Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated, a newly-opened vns lead was "giving bad diagnostics" when attempting to implant the lead in a pt. The lead was not used and another vns lead was used to complete the surgery. Attempts for further info and return of the suspect lead are in progress.